Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported the patient was thin, but the exact weight of the patient was unknown. The cause of the patient's pump going empty was undetermined. According to the hcp, the patient was seen on (B)(6) 2017 and had their pump refilled with 40 ml of 2000 mcg/ml of baclofen at the same rate as before the refill. The reservoir alarm date was (B)(6) 2017. It was noted that at that time the elective replacement indicator (eri) was 4 months. The patient's pump was replaced on (B)(6) 2017. The baclofen was transferred from the old pump to the new pump. On (B)(6) 2017, the patient reported to the hcp that they heard a pump signal. It was confirmed in the clinic that the pump reached low reservoir on (B)(6) 2017 and empty on (B)(6) 2017 at 4:35 am. A few drops of baclofen were withdrawn. The patient's pump was refilled with 40 ml at 993.6mcg/day. The reservoir alarm date was (B)(6) 2018. The hcp was unsure what happened between the pump replacement and the empty pump, but it appeared that the medication was not fully transferred from the old pump to the new pump. The hcp confirmed that there were no consequences of the pump being empty and the patient was reportedly doing well. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving baclofen (unknown), concentration 2000 mcg/ml at dose 993.6 mcg/day via intrathecal drug delivery pump for intractable spasticity. It was reported that the pump was empty, the empty pump alarm was occurring and the patient missed the refill. Troubleshooting resolved the reported events. There were no reported symptoms. The pump was revised due to eri, and the root cause of the revision was not related to a therapy or device complaint. No further complications were reported/anticipated.